Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported defective touch pad. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 24jul2019. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen issue. The fse replaced the touch screen to address the problem. The fse performed the required performance tests and all test passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.